Event description:
It was reported that this patient is undergoing surgery as the generator in the chest is protruding or extruding. Additional information was received that the patient visited the ER on (B)(6) 2016 and the chest incision site was open with evidence of infection. The device was interrogated and was at near end of service. The surgeon present at the hospital removed the device and performed a thorough debridement of the area. IV antibiotic therapy was provided to the patient. The lead remains coiled in the pocket. A review of device history records showed that the generator was sterilized prior to distribution. Attempts for additional relevant information were unsuccessful to date.